Event description:
Rptr experienced hives and shortness of breath while exposed to latex in 5/97. She saught treatment by a physician in 6/97. Her symptoms continued to get worse. In 9/98, rptr experienced an "anaphylactic" reaction while exposed to latex gloves, symptoms including: tingling lips, chest tightness, abdominal cramps, almost fainting, hives and shortness of breath. Rptr is unable to work as a nurse any more.